Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/05/2014 with the following findings: during a visual inspection of the pump, the display lens was found to be cracked. During testing, the pump was powered on and the display screen appeared dim and discolored. Unrelated to these display issues, the information label on the back of the pump was missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked display lens and a display failure. This report is made based on results of investigation completed on 09/05/2014.